Manufacturer narrative:
Pump received with critical pump error (open book image) alarm and pump error 35 alarm is found in the formatted history file due to moisture damage on the electronic assembly. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. Pump received with scratched case, case cracked behind the pump near the battery compartment, missing serial number label, missing display window cover, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a critical pump error 35 alarm. Customer's blood glucose was 7.5 mmol/l. It was reported that insulin pump shut off. It was advised that insulin pump would need to be replaced.